Event description:
There was an allegation of calibration issues, analyzer alarms, and questionable results for multiple assays from the cobas 6000 c 501 analyzer. The samples were repeated on another analyzer. Sample 1 initial hdl result was 123 mg/dl and the repeat result was 52 mg/dl. Sample 2 initial sodium result was 265 mmol/l and the repeat result was 136 mmol/l. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The hdl reagent lot number was 72375701 with an expiration date of 31-mar-2025. The sodium electrode lot number was w4659 with an expiration date of 16-mar-2025. The field service engineer found there was an issue with the rinse tube assembly and there was a hole in the vacuum line the tubing was replaced and the rinse tubing assembly was cleaned. He replaced the bath window and flushed the sample probes and solenoid valves. He checked the rinse head volumes, and performed a bath exchange, photometer check, and cell blank measurement. He performed precision testing and a hardware check that was acceptable. The investigation determined the service actions resolved the issue.